Event description:
It was reported that the device gave an alert message that there was possible output circuit damage. The hv lead impedance was measured at under 10 ohms. The device had delivered several shocks. Egms revealed noise on both atrial and ventricular leads. The device and leads were replaced.

Manufacturer narrative:
Na